Event description:
It was reported that the patient experienced a pericardial effusion that required surgical intervention. An intellanav stablepoint open-irrigated catheter and an intellamap orion catheter were selected for use. Post ablation procedure, a pericardial effusion was recognized during the control echo. Patient was still sedated, and blood pressure was not really low. A puncture was performed to resolve the complication. Patient is now fully recovered. Devices are expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned intellamap orion catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The device was visually inspected and found to be within specification. During functional inspection, the catheter functional mechanism worked properly; no abnormal resistance was felt when actuating the device. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that the patient experienced a pericardial effusion that required surgical intervention. An intellanav stablepoint open-irrigated catheter and an intellamap orion catheter were selected for use. Post ablation procedure a pericardial effusion was recognized during the control echo. Patient was still sedated, and blood pressure was not really low. A puncture was performed to resolve the complication. Patient is now fully recovered. Devices are expected to be returned.